Manufacturer narrative:
Event date is approximate. Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-33, lot# va1gqhq, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient damaged the lead and implant in a fall and had both explanted. No patient symptoms were reported. No further complications were reported.